Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was admitted to the hospital with an elevated blood glucose (bg) level and diabetic ketoacidosis; cause was not known. Specific bg value was not provided. The customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.